Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced recurrent occlusion alerts with a recently provided replacement ilet despite correct supply changes, use of new supplies, site rotation, and use of inset infusion sets and prefilled cartridges with blood glucose reported over 400 mg/dl. The occlusion alarm occurred during sleep and was not noticed for several hours, after which the caregiver removed the ilet and transitioned the patient to subcutaneous insulin by pen. Symptoms included hyperglycemia and trace ketones. Outcomes included temporary discontinuation of pump therapy and use of multiple daily injections while awaiting a replacement device and replacement supplies. Investigation included review of device logs and troubleshooting and education with the caregiver. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set pathway that resolved only after supply changes, with no additional alarms documented in the logs. It was concluded, based on previously established findings for similar reports, that the cause was an infusion-set¿related occlusion of insulin flow.